Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the proximal humeral preparation/cone reamer was used, the canal spike was removed on the handle. Upon unscrewing the threaded handle it was noticed that the tip of the threaded handle had broken off because it was screwed in at a slight angle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted device found the tip had broken off the holder and not the handle breaking as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.